Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed the waste bottle connector disconnected. The fe reseated the waste bottle connector and primed the system. There were no leaks noted. The customer ran and passed qc. Repairs have returned the instrument to expected operation. (B)(4)

Event description:
The customer reported that the provue probe is dripping. No error messages were posted. No erroneous results were reported.